Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system outside of a procedure. It was reported that the system would not boot up. The monitor was black, green power switch, fans were power cycling, and disc drive was unable to open. Reseating the cabling on the back of the monitor would not resolve it. Rebooting did not resolve the issue. No patient present.